Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an ileostomy closure (open procedure), the surgeon noticed there were poor staple formation, the bowel was open and the staples exploded while creating the anastomosis on the ileum. There was medical or surgical intervention needed to prevent a permanent impairment of a function. The surgeon hand sewed the anastomosis on the ileum and oversewed the staple lines. No patient injury noted. Patient status : alive - no injury.